Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that he saw a 2.01 and 4 dashes across the display screen of his infusion device. He also stated that his infusion device was beeping. The patient stated that the power pack had been in use for approximately 2 weeks. The patient was aware of the recall. The patient was instructed to change his power pack every 2 weeks. The patient was advised to change his power pack during this call, but he was at work and did not have a replacement with him. He stated that he would change to a new power pack once he got home. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.